Event description:
The reporter stated, that the surgeon started to insert a toric silicone single piece lens model aa4203tl into patient's eye, then changed his mind to put in a different diopter lens. There was patient contact, but no patient injury. The reporter stated that there was no product issue with the lens, it was the surgeon's choice to change lenses.